Manufacturer narrative:
(B)(4) date sent: 11/28/2023 d4: batch # 313c89 b3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60d reload was received partially fired 1/3. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing the partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 313c89, and no non-conformances related to the reported complaint condition were identified. Additional information unformed staple fell into the patient. Fallen staple was left in place. The patient is stable.

Event description:
It was reported that during an unknown procedure, the cartridge fell off. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.